Event description:
As reported via observational post market study complaint form "(dm: the parameters/data points that triggered the report. Pull data provided in from ae & other events log questions ((q3 event category), (q5 event relationship (study device, study procedure, pre-existing) and (q7 device deficiency))) miscellaneous: sepsis(biliary) q5: device/procedure: cholangitis secondary to obstructed stent, pre-existing; previous metal sent associate with cholangitis, q7: no. Note: sepsis (biliary). Note: 301 days post-procedure. Note: ae4.